Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The field service engineer (fse) evaluated the device and verified the reported condition. The fse found the airflow accuracy reading on the v60 display at 0 liters per minute (lpm). The reading was out of specifications. To address the issue, the fse replaced the gas delivery system (gds). The ventilator passed all testing and operated within the manufacturing specifications. The gas delivery system (gds) was received for failure investigation. The reported condition was verified. The air sensor drift caused unit to pass out of specified range. The root cause was isolated to the u1/ u2 airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow accuracy is out of specification. There was no patient involvement.